Event description:
The user facility reported that during preparation for use, the device displayed color bars instead of a video image. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the image problem, which is due to a bent video connector pin. The legal manufacturer¿s investigation is ongoing, and the cause of the reported event cannot be conclusively determined at this time. If new and relevant information is received, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a bent video connector pin. The specific root cause of the bent video connector pin could not be determined at this time. Olympus will continue to monitor field performance for this device.